Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2290408. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that prior to use with bd intima¿-ii IV catheter foreign matter was discovered on the device. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital because of hypertension and coronary heart disease. On (B)(6) 2023, the responsible nurse followed the doctor's advice to treat the patient with intravenous infusion. When checking the outer packaging, a foreign object was found in the closed intravenous indwelling needle, which could not be used. The indwelling needle was replaced immediately without causing harm to the patient.

Event description:
It was reported that prior to use with bd intima¿-ii IV catheter foreign matter was discovered on the device. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital because of hypertension and coronary heart disease. On (B)(6) 2023, the responsible nurse followed the doctor's advice to treat the patient with intravenous infusion. When checking the outer packaging, a foreign object was found in the closed intravenous indwelling needle, which could not be used. The indwelling needle was replaced immediately without causing harm to the patient.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.